Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e free') and oophorectomy ('my ovary removed in july') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: my ovary removed in (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media report received : case updated to incident, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('they were broken and pet fiber released'). In an adult female patient who had essure (ess205) (batch no. 609703-inv), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiparous. Concurrent conditions included: ovarian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("fluctuation in weight"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("cramps"), skin disorder ("little bumps") and blister ("little blister"), underwent oophorectomy ("my ovary removed in (B)(6) ") and was found to have weight increased ("gained 40lbs"). The patient was treated with surgery (right salpingo-oophorectomy and left salpingectomy with removal of bilateral essure coil). At the time of the report, the device breakage, oophorectomy, weight fluctuation, weight increased, hypothyroidism, abdominal pain lower, skin disorder and blister outcome was unknown. The reporter considered abdominal pain lower, blister, device breakage, hypothyroidism, oophorectomy, skin disorder, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: trailing coils: left approximately 7 coils. Concerning the injuries reported in this case, the following one/ones were reported via social media: my ovary removed in (B)(6). Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021, update of information batch number was invalid. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e free'), oophorectomy ('my ovary removed in (B)(6)') and device breakage ('they were broken and pet fiber released') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant), experienced device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("fluctuation in weight"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("cramps"), skin disorder ("little bumps") and blister ("little blister") and was found to have weight increased ("gained 40lbs"). The patient was treated with surgery (da vinci essure removal on (B)(6) leaving 1 ovary and hysterectomy). Essure (ess205) was removed. At the time of the report, the medical device removal, oophorectomy, device breakage, weight fluctuation, weight increased, hypothyroidism, abdominal pain lower, skin disorder and blister outcome was unknown. The reporter considered abdominal pain lower, blister, device breakage, hypothyroidism, medical device removal, oophorectomy, skin disorder, weight fluctuation and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: my ovary removed in (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "device breakage" "cramps" "bumps" and "blisters" added. New reporters added. On 23-mar-2020: fu5+fu6 processed together. On 23-mar-2020: coding request. On 23-mar-2020: social media content received new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e free') and oophorectomy ('my ovary removed in (B)(6)') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant), experienced weight fluctuation ("fluctuation in weight") and hypothyroidism ("hypothyroidism") and was found to have weight increased ("gained 40lbs"). The patient was treated with surgery (da vinci essure removal on (B)(6) leaving 1 ovary). Essure (ess205) was removed. At the time of the report, the medical device removal, oophorectomy, weight fluctuation, weight increased and hypothyroidism outcome was unknown. The reporter considered hypothyroidism, medical device removal, oophorectomy, weight fluctuation and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: my ovary removed in (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu3 and fu4 were processed together. Content from social media received. Events fluctuation in weight, gained 40lbs and hypothyroidism were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they were broken and pet fiber released') in an adult female patient who had essure (ess205) (batch no. 609703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included ovarian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("fluctuation in weight"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("cramps"), skin disorder ("little bumps") and blister ("little blister"), underwent oophorectomy ("my ovary removed in july") and was found to have weight increased ("gained 40lbs"). The patient was treated with surgery (right salpingo-oophorectomy and left salpingectomy with removal of bilateral essure coil). At the time of the report, the device breakage, oophorectomy, weight fluctuation, weight increased, hypothyroidism, abdominal pain lower, skin disorder and blister outcome was unknown. The reporter considered abdominal pain lower, blister, device breakage, hypothyroidism, oophorectomy, skin disorder, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: trailing coils: left- approximately 7 coils. Concerning the injuries reported in this case, the following one/ones were reported via social media: my ovary removed in (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e free') and device breakage ('they were broken and pet fiber released') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy ("my ovary removed on (B)(6)"), experienced device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("fluctuation in weight"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("cramps"), skin disorder ("little bumps") and blister ("little blister") and was found to have weight increased ("gained 40lbs"). The patient was treated with surgery (da vinci essure removal on (B)(6) leaving 1 ovary and hysterectomy). Essure (ess205) was removed. At the time of the report, the medical device removal, device breakage, oophorectomy, weight fluctuation, weight increased, hypothyroidism, abdominal pain lower, skin disorder and blister outcome was unknown. The reporter considered abdominal pain lower, blister, device breakage, hypothyroidism, medical device removal, oophorectomy, skin disorder, weight fluctuation and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: my ovary removed on (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.